Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. Updated fields: d8; g3; h2; h6 and h11. Corrected fields: e1. The device was not returned to olympus for inspection, and the reported failure cannot be confirmed. However, technical assistance center (tac) provided remote troubleshooting about b30 scope communication error generated during prep for procedure. It was unsure if it's the scope generating the error or the xenon light source. Troubleshooting was not able to resolve the reported allegation. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that during set up / inspection for use (during set up in room / before patient in room) the subject device had b30 scope communication error. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.